Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. The device history records were reviewed and there were no deviations or any anomalies observed that would pertain to the stated event. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A field action was taken on 02/19/2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under z-1266-2015. The device in question was implanted prior to this field action. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Updated information received that the patient was revised on (B)(6) 2015. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is further reported that the patient has been revised due to pain, loosening, and anterior subsidence.

Event description:
It is reported that the patient is experiencing pain, clicking, an unnatural walking gait, and a lack of bone growth into the tibial component.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.